Event description:
It was reported that the pt underwent a balloon ablation procedure in 2006. During the therapy cycle, the pressure spiked up. The physician let a bit of fluid out of the balloon and as a result, the pressure dropped dramatically. The physician added more fluid to the balloon and the cycle finished. Upon removal of balloon, it appeared that there was a hole in the balloon. No adverse patient consequences were reported.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.